Event description:
The issue reported involved a t:slim x2 pump battery that would not charge. There was no adverse impact to the customer's blood glucose level. Reportedly, the customer was able to successfully charge the pump using a secondary usb cable.